Event description:
It was reported that stent damage occurred. The 24 x 3.50mm target lesion was located in the left anterior descending artery (lad). A 24x3.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the lesion, the stent struts were lifted due to scratch with the lesion in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications nor injuries were reported, and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B3) date of event: corrected from(B)(6) 2020 to (B)(6) 2020. Device evaluation by MFR.: promus premier ous mr 24 x 3.50mm stent delivery system (sds was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts were lifted and pulled in rows 5 and 6 proximally from the distal end of the stent. The undamaged stent outer diameter was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 24 x 3.50mm target lesion was located in the left anterior descending artery (lad). A 24x3.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the lesion, the stent struts were lifted due to scratch with the lesion in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications nor injuries were reported, and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B3) date of event: corrected from (B)(6) 2020 to (B)(6) 2020.

Event description:
It was reported that stent damage occurred. The 24 x 3.50mm target lesion was located in the left anterior descending artery (lad). A 24x3.50 promus premier drug-eluting stent was advanced for treatment. However, when crossing the lesion, the stent struts were lifted due to scratch with the lesion in the proximal end of the lad. The procedure was completed with another of the same device. No patient complications nor injuries were reported, and the patient's status was stable.